Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.

Event description:
It was reported that the autopulse platform powered on but the screen was blank. Then the screen displayed "system error, revert to manual CPR." There was no pt involvement. No adverse event reported.